Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the pressure head on the compressor on backwards. So, in order to fix the issue, the fse adjusted the pressure head. The fse also stated that biomed had just done a 5000 hr rebuild of the compressor. The fse then performed full functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during testing after a preventive maintenance, the cs300 intra-aortic balloon pump (iabp) wasn't passing the leak test.

Event description:
It was reported that testing after preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) isn't passing the leak test. There was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) isn't passing the leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.